Event description:
Pt came to e.r. Complaining of abdominal pain. Current medication history obtained. Staff administered nubain 10mg and promethaaaazine 50mg im at 07:05. At 07:15 pt became shaky, nauseated without emesis and was hyperventilating. At 07:40 diazepam 8 mg IV was administered. The pt.'s internist was contacted-pt addicted to narcotics-suspected withdrawal induced by nubain. Lortab 7.5 administered at 07:55 and demerol 25mg IV administered at 10:40. Pt released and returned to e.r. The following day complaining of nausea and vomiting. Pt. Admitted for dehydration. An ECG was ordered (part of the admitting physician's standard admit orders) and revealed an anterior wall myocardial infaaarction. Enzyme levels indicated mi occured 12/11/93. Mi possibly linked to withdrawaal reaction.